Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI# - (B)(4).; concomitant medical products - unknown shell inserter catalog #: ni, lot: ni.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during a hip procedure, the impactor became cold welded to the acetabular cup and could not be removed. As a result, the acetabular cup was removed from the patient.

Manufacturer narrative:
Review of device history records found these units were released to distributor with no deviations or abnormalities. No product was returned; product evaluation could not be completed. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history found no additional issues for this part number. No medical records received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.